Event description:
It was reported that two ozark screws at c7 fractured post-operatively. Revision surgery has not been scheduled at this time. This report will capture the first of two screws.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that two ozark screws at c7 fractured post-operatively. Revision surgery has not been scheduled at this time. This report will capture the first of two screws.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the screw associated with this record was not returned. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog number, no similar complaints were identified. Initial report that two screws at c7 fractured post-op was not confirmed because no x-ray or written confirmation was received from the field. Patient information and post-op activity is unknown. Ozark view and guide surgical technique was reviewed: these internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur, the implant could eventually break, bend, or loosen. Physical activity and load bearing have been implicated in premature loosening, bending or fracture of internal fixation devices in the absence of complete bone healing. Due to lack of product information and device not returned, an exact cause of the reported event of the screw fracture cannot be conclusively determined at this time. Potential causes include: patient activity level, comorbidities, or bone quality/anatomy may have introduced unanticipated loading within the construct, resulting in fracture.